Manufacturer narrative:
Manufacturing site evaluation investigation on-going. Should relevant additional information or the investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 shuntsystem (#fx432t) was implanted during a procedure performed on an unspecified date in 2023. According to the complainant, the patient's state of health deteriorated and the valve was revised as a precautionary measure. The patient underwent a revision procedure on (B)(6) 2025. No patient complications were reported as a result of the revision procedure. The complained device was not yet returned to the manufacturer for evaluation.

Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the valve were determined. Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the progav 2.0 operates within the accepted tolerance in the horizontal position. The shunt assistant does not operate within the specified tolerances in the vertical position. An accelerated/slower outflow of shunt assistant could be determined. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected and the braking force is within the given tolerances. Internal inspection: after dismantling of the valves, deposits were found in both valves and the reservoir. Results: based on our investigation results, we can determine visible deposits inside the progav 2.0 and the control reservoir. The deposits had no effect upon the specifications at the time of the examination. The valve and the reservoir operated within all specifications. Furthermore, an accelerated outflow of the shunt assistant was detected. The visible deposits inside have led to the functional deviation. Deposits caused by substances naturally present in the patient's body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve. The examination of the return has been completed with the drafting of this report.

Event description:
It was reported that a progav 2.0 shuntsystem (#fx432t) was implanted during a procedure performed on (B)(6) 2025. According to the complainant, the shunt system caused a blockage. The patient underwent a revision procedure on (B)(6) 2025. No patient complications were reported as a result of the revision procedure. The complained device was now returned to the manufacturer for evaluation.